Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported cup item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified perthes disease with pre-existing lld of 2.5cm as contributing factors to the event. Patient alleges that the surgeon did not adhere to the manufacturer's specifications and therefore the pan could not grow in at all. He also states that his right left was 2.5cm shorter than left and that the surgeon should not compensate for the leg length difference by more than 75%. Furthermore, the leg shortening was not compensated for by about 75%, as agreed preoperatively, which would have been a length compensation of 1.875 cm (the leg was 2.5 cm shorter), but patient leg, which had previously been 2.5 cm shorter, was then 1.5 cm longer. So dr. Brunner extended it for patient by 4 cm. Patient also alleges that the cup did not come in complete contact with the bone and was neither screw, cemented, or covered resulting in immediate micromotion of the shell preventing osseointegration. Patient provides imaging and personal review/explanation of deviations from the surgical technique. Patient reports revision of the cup due to pain and loosening. The review of the surgical technique of g7 acetabular system identified that for primary cases where good bone stock is present and the shell is firmly seated within the acetabulum, the use of fixation screws is generally unnecessary. However, in cases where press-fit stability is in question, or where the bone quality is not optimal, supplementary screw fixation is advised. Therefore, it is under surgeon responsibility to evaluate the need of supplemental screw fixation. In addition, the reported g7 cup is a cementless component, which explains why no cement was added to the site during revision surgery. A definitive root cause of the reported loosening could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial right total hip arthroplasty due to perthes disease and was revised two years later due to limb length discrepancy, pain, and loosening of the acetabular shell. No medical records have been provided; however, the patient alleges that the initial surgeon did not adhere to proper surgical technique.attempts have been made, and no further information has been provided

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b3-b7, d6b, d4, d10, e1 - establishment name: and address, g3, g4, g6, h2, h3, h11. The following sections were corrected: h6 - clinical codes and device codes d-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00880304449442. D10: 01.00551.110, fitmore hip stem uncemented a/10, taper 12/14, lot 3029588. 110003634, biolox delta cer lnr 36mm e, lot 3068609. 00-8775-036-02, biolox delta head 12/14 36x0, lot 3052557. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k101336. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ austria. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that he underwent initial surgery four years ago and suffered from pain for two years, even though the seam was progressively forming. During the revision surgery at another hospital, it was discovered that there was no bone tissue at the socket. Due diligence is in progress for this complaint; to date no additional information or product has been received.